Event description:
On (B)(6) 2014, after implantation of celsite access port, it has been seen, during the x-ray checking, that the catheter was disconnected from the port.

Manufacturer narrative:
Batch history review: mfg file was reviewed. Compliance with our specs and no abnormality detected. Investigation results: the device was not returned for eval. Examination of the x-ray picture taken on (B)(6) 2014, just after the implantation procedure: - 10:40. Access port placed at the right side of the pt via subclavian vein. The catheter is already disconnected from the port. Conclusion: the device was not returned for analysis, however, as this disconnection was discovered just after the access port implantation, during x-ray checking, as the batch history review shows no discrepancy, the most probable root cause of this premature incident is an incorrect connection of the catheter to the port by the user.